Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01026, software version 4.0.2., (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during an install, the following error message was displayed: "the images on disk do not appear to correspond to the active database. Restore database from backup file?"  It was noted that the manufacturer representative received assistance in deleting the corrupted database and a resolution was confirmed on the call.  No patient was present when the issue was identified.